Event description:
It was reported that the "setscrew on device header did not tighten." The device was not implanted. No pt. Complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.